Event description:
It was reported that the customer tried two markers to deploy into the biopsy site. The customer was able to use a third marker in the ultrasound biopsy. There were no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Clear tip sheared at distal tip the analysis results of the mam3001marker (b) found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. A corrective action has been initiated for the tip shearing issues. A batch record review was performed and no anomalies were found during the manufacturing process. The mam3001 applier (a) was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. Event described could not be confirmed as the collagen plug was already deployed and the device function as intended during the analysis. A batch record review was performed and no anomalies were found during the manufacturing process. Device a additional information: batch # e9f37h. Expiration date: 05/2013. Manufacturing date: 06/2008.